Manufacturer narrative:
Device evaluation: analysis of the returned device identified: linear opening on anterior. A leak test and microscopic analysis were performed which identified; three striated linear openings on the anterior, two striated curved openings on suture tap and non-penetrating nicks. Based on the device analysis the final assessment is: three striated opening assessed as surgical damage consist in the use of some surgical tool. A nick striated assessed as surgical tool scratch like.

Event description:
Healthcare professional reported a left side tissue expander deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side tissue expander deflation. Device was explanted.